Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. Additional product code: hwc. (B)(4). Lot number unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the fibula procedure on (B)(6) 2017, while using a variable angle (va) distal fibula plate, the locking screws would not lock onto the plate. The surgeon used different locking screws on different locking holes on the plate to complete the surgery. There was a five (5) minute delay. The procedure was completed successfully. The patient status is unknown. This report is for one (1) 2.7mm va lcp lateral distal fibula plate-4 holes-right this is report 1 of 5 for (B)(4).